Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to high, out-of-range shock impedance measurements greater than 125 ohms. Shock impedance trends showed a gradual rise in measurements with a recent measurement of 129 ohms. Measurements were noted to be stable. There was no evidence of noise, and all other lead measurements were within range. This rv lead remains in service, and continued monitoring was recommended. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.